Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the top of the silicone segment. A hole was seen at the location of the leak. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was in use, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a lot number was not provided by the customer.